Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a vitrectomy was performed on a patient during an implantation of an intraocular lens model za9003. There was patient contact reported. No other information was provided.

Manufacturer narrative:
The lens was returned to the manufacturer for evaluation. Visual inspection at 10x magnification showed the lens had particles, fibers and viscoelastic residues in the optic zone. A mark in the optic zone was also observed. Manufacturing defects were not observed in the return sample. Manufacturing records were reviewed and the lens was manufactured according to specification. No non-conformance reports, deviations, or discrepancies were generated for this production order. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Based on the manufacturing records review, analysis of the return, historical complaint review and labeling review, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to abbott medical optics has been submitted.